Event description:
It was reported that the patient had tamponade from a cardiac perforation due to the atrial lead. It was confirmed by x-ray that there was cardiac perforation caused by the atrial lead, which required a drain to be placed and blood to be drained. A lead revision was done; the same lead was used and moved to a lateral wall. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5086mri58 implantable pacing lead - implanted: (B)(6) 2013: rvdr01 implantable pulse generator (ipg) - implanted (B)(6) 2013. (B)(4).